Event description:
It was reported that the right atrial (ra) lead impedance started to vary upwards from the baseline impedance into a high range. Oversensing had also been observed. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and indicated the impedance on the atrial pacing lead was beyond the expected upper range. An out-of-threshold lead impedance alert occurred on (B)(6) 2014. Pacing impedance rose from 520 ohms the week ending (B)(6) 2013 to greater than 3400 ohms the week ending (B)(6) 2014. Maximum pacing impedance is undefined after (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2006. (B)(4).